Manufacturer narrative:
The insulin pump was received with partial display due to cracked and bleeding lcd glass. Unable to perform testing due to lcd physical damage. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display broke. Customer's blood glucose level was 156 mg/dl. He fell on top of the insulin pump. The insulin pump had a partial display. He could not see the numbers. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.